Event description:
In a peripheral case the guide wire was being advanced to the occluded sfa, when the guide wire separated. The separated portion of the guide wire, which is approximately 5 - 7 cm, remains in the patient's sfa. There were no attempts made to retrieve the separated guide wire from the patient.